Event description:
Following a shoulder arthroscopy, catheter broke during removal. A second procedure was done to remove the catheter.

Manufacturer narrative:
H6: sample of catheter was returned for evaluation. Sample was found to be extremely elongated which indicates it was stretched to the point of breakage during removal. The instructions for use state that if resistance is felt, to stop removal in order to prevent stretching or breaking of the catheter. Additional catheters from this lot were tensile tested and were found to be within specification.